Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.   Device manufacture date: monitor: 03/11/2014. Belt: 09/22/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. It was reported that the patient's passing was not cardiac related. Review of the download data, indicates the patient received one shock in response to oversensing of low cardiac signal. The patient was unconscious at the time of the treatment. The device was started up on (B)(6) 2019 at 4:04:39 pm. The patient was in bradycardia at 6:47:32 pm. The device detected an asystole two times from 6:48:30 pm to 7:03:38 pm while the patient was in an idioventricular rhythm at 50 bpm slowing to an idioventricular rhythm at 30 bpm degrading to asystole, which then transitioned to an idioventricular rhythm at 10 bpm. The device detected two arrythmias from 7:05:31 pm to 7:05:43 pm, the holter shows these arrythmias to be asystole. At 7:05:45 pm the device detects a non-treatable rhythm. At 7:05:55 pm the device detects asystole with intermittent cardiac activity. Gel was released at 7:06:45 pm. The patient was in an idioventricular rhythm at 10 bpm at the time of the treatment shock at 7:06:56 pm. The patient's post shock rhythm for the shock was idioventricular rhythm at 15 bpm. The patient was in an idioventricular rhythm @ 20 bpm degrading to asystole at the time of the device shutdown at 07:06:59 pm on (B)(6) 2019.